Event description:
About a week ago, the pump stopped working and the patient started going through withdrawal. The patient couldn't stand for more than 40 seconds and couldn't feel his legs. He felt "stabbing" where the catheter was located; it felt "like the catheter is heating up and then releasing down from tip to back". The patient had return of back pain. The patient stated "can feel catheter down back and pain in back around area of fusion". The patient was unsure if his back was failing or if it was the catheter. The patient was at the ER on sunday and he was directed to go to his physician. The pt was at home and had an appointment scheduled to see his physician. The patient was concerned that his physician would find an inflammatory mass and not implant a new pump. The device system was used to deliver baclofen compound and dilaudid; it was noted that there was another drug in the pump that they could not recall. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4) (can't stand).